Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the right eye. Approximately one year postoperatively, the lens vaulted asymmetrically in a z-configuration, which induced cylinder. A yag capsulotomy was performed, but this did not resolve the vaulting. The lens was subsequently explanted and replaced with a different lens model and the vision and astigmatism improved.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).